Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the noise was during the rotablation procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days following the implant procedure, the patient had a rotabulation procedure. Noise was recorded on a stored episode and was thought to be due to the procedure. The device remains in use. No patient complications have been reported as a result of this event.